Manufacturer narrative:
No definitive root cause was determined. Probe drip was not observed on the instrument. Service was not required since instrument malfunction was not identified. Based on the available information provided, user error could not be ruled out as a contributing factor. Since the source of contamination is unknown, instrument malfunction could not be ruled out. This customer has not logged any similar complaints against this analyzer since the incident.

Event description:
The customer reported, that they used reagent red cells for testing on the ortho provue analyzer after observing the reagents were brown in color. The customer indicated that qc testing was performed and passed, so they continued testing with the reagents. Incident occurred in 2007. The customer reported, that the screening cells were initially opened three days earlier and appearance was acceptable. However, the reagents were kept on the instrument for approx 12-15 hours daily and then placed in refrigerator at 2-8oc. Probe drip was not observed on the instrument. Contamination of reagents could lead to erroneous results. Erroneous results were not reported.